Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka), and an elevated blood glucose (bg) level ranging from 620-650 mg/dl. Reportedly, the cause was unknown, however the customer believes that insulin is not being absorbed. Additionally, the customer is using admelog insulin which is not labeled for use with the pump. The customer attempted to resolve the issue by delivering a correction bolus, and observed bg levels. Additionally, the customer went to the emergency room (ER) where an intravenous drip was administered to try to resolve the issue. Additionally, blood work and culture was done to rule out any sickness. Ehen leaving the ER, the customer was experiencing lethargy, as well as excessive thirst, and a fever with a bg approximately of 505 mg/dl. Subsequently, the customer was admitted to the hospital where intravenous fluids, insulin, and manual injections were administered to address the elevated bg. Reportedly, the customer was released from the hospital on (B)(6) 2019 with no permanent damage.